Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. Four unopened samples of product code vcp359, lot # mm2688 were returned for evaluation. The complaint sample was not received. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80713 and 2210968-2019-80712. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2688, and no nonconformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The suture thread pulled off the needle while in use during closure. The procedure was completed with a like device from another lot number. There were no adverse patient consequences reported.